Event description:
Dealer states chair is jerky and will jerk the customer around and then stop but was not able to duplicate. Dealer states the chair wouldn't read the memory card. He was going to use to program the chair and check the fault log. Dealer used a programmer instead and no fault codes that could point to anything specifically.